Event description:
A ventilator was returned to the manufacturer's service center for service. The device was not in patient use. During the evaluation, the device failed a test step. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance lab for further investigation. During the investigation, the root cause of the sensor board failing was due to output of the control pressure sensor being out of tolerance.